Event description:
It was reported that the user experienced a serious fall associated with an extremely low blood glucose while using the ilet system, with coexisting orthopedic and spinal conditions noted as potential contributors to the fall and ongoing user difficulties reported with correct device use. Symptoms included hypoglycemia and injury from a fall. Outcomes included temporary impairment and the need for medical assessment following the event. Investigation included a complaint review and attempts to obtain additional clinical details from the user. Investigation of this case revealed that the cause of hypoglycemia was not determined and user handling may have influenced device performance. It was concluded that the event involved hypoglycemia with an undetermined cause and that no device malfunction could be confirmed based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.